Manufacturer narrative:
The suspect device is the compact plus meter.

Event description:
Pt reported that the compact plus sys generated a result of "lo" (<10 mg/dl) without having first applied blood or control solution to the test strip. Pt did not modify therapy based on this result. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the unexpected result was obtained. Technical support requested the return of the suspect product and replacement product was shipped. Compact plus sys: meter, compact strip lot 20642642 with exp date 12/13/2006.